Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had displayed a high-pressure alarm. It had been confirmed that all clamps were open and movable. Light pressure had been applied to the port site, but the alarm had persisted. The batteries had been removed, yet the pump had continued to alarm. The event occurred while in use with a patient but no patient harm was reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.